Event description:
It was reported that the surgeon inserted an aa4203tl silicone plate lens with toric optic and the haptic was torn during insertion. The incision was enlarged to remove the lens and another same type of lens was implanted. Sutures were required to close the incision.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that a haptic plate was torn off and missing. There was both a reddish and a clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.